Manufacturer narrative:
Evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: there were two loss of prime warnings due to low, non-zero force observed in the black box history. The pump was exercised for 24 hours with no loss of prime warnings or other errors, alarms, or warnings duplicated. The force sensor calibration was within specification. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.